Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17 apr 2024, it was reported that the infusion set tubing came apart at the site of insertion i.e., buttocks. The set was in use for one day. No further information available.